Event description:
It was reported that the patient experienced a return of pre-existing pain and therefore, underwent a revision procedure of the indirect decompression spacer. The spacer that was implanted between the fourth and fifth lumbar vertebrae was replaced with a non-boston scientific device. The procedure was completed successfully with no patient complications. The spacer will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.